Event description:
A customer reported that a pt with no previous history at their hosp experienced a hemolytic transfusion reaction after transfusion of one unit. The antibody screen was performed with 0.8% surgiscreen lot 8ss444 and the results were negative. The pt was discharged from the outpatient clinic with normal vital signs following transfusion, but was admitted to the hosp later that evening with symptoms of headache, nausea and red/brown urine. The customer later discovered that the pt had a history of anti-jka and anti-kell at another hosp in 1999. The transfused unit was jka positive.